Event description:
Complainant alleged that a pt (age & gender unk) was leaving the cardiac clinic and collapsed. The attending physician obtained this device, and the device failed to power on. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.